Manufacturer narrative:
No pt info, as no pt involved in this concern. A new vertex arm was purchased by the hospital which resolved the issue. An engineering eval confirmed that the arm could not be tightened.

Event description:
A hospital rep called to report their vertek arm could not be tightened. No pt was present.